Manufacturer narrative:
All attempts to gain access to the device or additional info have been unsuccessful. A review of product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest device defect or malfunction. Megadyne is reporting since the info suggests that a burn had occurred during activation and may have required medical intervention. Megadyne has requested additional info and made requests for the device to be returned for further investigation and eval.

Event description:
Burn injury to pt at active electrode 0012m, breast biopsy.